Event description:
It was reported that the customer was hospitalized for high blood glucose levels of over 500 mg/dl. The insulin pump did not pass the lead screw test. No further troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.